Manufacturer narrative:
Investigation summary ppae ( ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot-s9817428 device history batch subcomponent lot-n/a. Device history review the introducer batch passed all incoming inspection checks

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ischemia in the impella leg. The peel away sheath was left in place and an antegrade catheter was placed distally to resolve the issue. The patient was in stable condition.